Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead, right atrial (ra) lead and associated device reported experiencing syncope. The patient was seen for a revision procedure where damage to the ra and rv terminal end and insulation were noted. The leads were unable to be removed from the header. The leads were surgically abandoned and replaced. The device was explanted. There were no additional adverse patient effects reported.